Manufacturer narrative:
(B)(6). The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, seroma.

Event description:
Healthcare professional reported "a capsular contracture (baker grade iii) with periprosthetic liquid of low abundance on the right side, without rupture". This relates to the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "a capsular contracture (baker grade iii) with periprosthetic liquid of low abundance on the right side, without rupture". This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.